Event description:
Initial report received on (B)(6) 2012: this spontaneous case was reported by a dermatologist and involves a female pt. On (B)(6) 2012, the pt was treated by the health professional with poly-l-lactic acid (sculptra, batch # unk) for cosmetic skin procedure. Treated area: nasolabial region. In (B)(6) 2012, the pt had contacted the dermatologist and reported the following: approx (B)(6) weeks after treatment with poly-l-lactic acid ((B)(6) 2012), she suffered for the first time from swelling of lips and cheeks with spontaneous remission and re-occurrence. The tongue was partly swollen. An allergological trigger couldn't be found. Changes of long-term concomitant medication (nos) / new prescription of concomitant medication were denied. Corrective treatment included an antiallergic drug (nos). On monday ((B)(6) 2012), the pt contacted the dermatologist again: during the weekend she experienced a severe swelling of lips and swelling of parts of the lower face. The pt was hospitalized for clarification due to suspicion of quincke's edema. A product-technical examination ((B)(4)) was initiated.